Manufacturer narrative:
Event date unknown. Lot, manufactured date and expiration date will remain unknown. As reported per the angioguard embolic capture guidewire (ecgw) system peripheral use survey, respondent #20 indicated vasospasm in which an injection of nitroglycerin was given. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided and the nature of the complaint, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "vasospasm, vascular dissection, embolism, and delivery system damaged¿ could not be evaluated. With the limited information provided, since patient related events/conditions cannot be duplicated in a lab, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. As per the instructions for use (IFU), possible complications of angioguard use are vasospasm, vessel dissection, perforation, rupture, or injury, and are listed as such. While the type of embolism was not specified, the possible complications also include air embolism. Ischemic stroke, which also can occur from an embolus, is also listed as such. Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. However, a risk assessment has been initiated to further investigate similar complications reported.

Event description:
As reported in an angioguard rx embolic capture guidewire system filter survey, respondent #27 reported the following: inability to use device successfully, distal embolization, vessel damage and vasospasm. The device was unable to be used successfully as it would get stuck. Small distal emboli occurred. Vessel was damaged on the intima and was resolved by stenting it. Patient seen 30 days post filter retrieval. The device is not available for analysis.